Event description:
It was reported during a total laparoscopic hysterectomy the bottom jaw fell off into the patient's colon and the piece was retrieved. The patient's health was not impacted. There was possibly a fifteen minute delay when they retrieved the broken piece and replaced with a similar device. The surgeon said they were not actually grasping tissue at the time of the event and the piece was not hot.